Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that there was a loose connection between the supply bag and the line. Based on the available information, the direct cause for the reported system error 2240 alarm was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was stated that the supply line had disconnected from a supply bag. The technical service representative (tsr) advised to start over with all new supplies. The tsr reviewed proper procedure with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.